Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that 1 year and 6 months after the dental implant was installed in patient¿s mouth, its loss of osseointegration was observed. Moreover, 45n.cm of primary stability was achieved, the patient presented bone type iii and bone graft was placed.